Event description:
The device was explanted electively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2938836-2017-35200. During follow-up, high voltage lead impedance was observed to be high and out of range. Imaging revealed no anomalies. The lead and device were explanted and successfully replaced. Additional information has been requested and not yet received. The patient was in stable condition.